Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "sound problem". The device was not in use at the time of the alleged malfunction.